Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor. The evaluation did not indicate any device malfunction in the as received condition. Based on the available information from the distributor, which includes the incident file and the equipment evaluation report, there is no indication of a device malfunction contributing to the reported problem. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing.

Event description:
A us distributor reported that the patient had developed a skin irritation on his back. The patient had skin cancer, and reported that the lifevest was rubbing against a mole on his back and irritating it. The patient reported that whenever he has a mole irritated, he has to get a biopsy. After consulting with his physician the patient decided to end use of the lifevest. It is unknown whether the patient had to get a biopsy of the irritated mole.